Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 18-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and when they pulled out the octaray catheter there was some clot on one of the splines. The patient was fully anticoagulated in the right atrium prior to crossing the left atrium (la), with an activated clotting time (act) of 234 seconds. At removal from la, act was 369. They proceeded with ablation. No medical intervention was provided to the patient. The octaray catheter flushed fine and there were no temperature issues. Heparinized normal saline used as the irrigation fluid. The physician considers that the clot was excessive since there should be no clot. In addition, the physician considers the amount of clot observed poses a potential risk since there is always a risk of stroke with clot. There was no patient consequence, and the patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The customer reported that clot was found when the they pulled out the catheter; however, during the analysis in the lab, no char, thrombus, or clot residues were observed. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31292078l and no internal action related to the complaint was found during the review. The thrombus/clot issue reported by the customer could not be confirmed, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and when they pulled out the octaray catheter there was some clot on one of the splines. The patient was fully anticoagulated in the right atrium prior to crossing the left atrium (la), with an activated clotting time (act) of 234 seconds. At removal from la, act was 369. They proceeded with ablation. No medical intervention was provided to the patient. The octaray catheter flushed fine and there were no temperature issues. Heparinized normal saline used as the irrigation fluid. The physician considers that the clot was excessive since there should be no clot. In addition, the physician considers the amount of clot observed poses a potential risk since there is always a risk of stroke with clot. There was no patient consequence, and the patient has not exhibited any neurological symptoms since the procedure was completed.